Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The patient parameters pcb assembly was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported by the customer's biomed that the device will not complete the boot-up cycle. There was no patient use associated with the reported failure.